Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high pacing lead impedance measurement greater than 2,000 ohms and oversensed noise that resulted in pacing inhibition. No asystole was observed. Additional information was received and indicated that lead fracture was suspected. The rv lead was surgically abandoned and replaced. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.